Event description:
Patient was revised to address loosening and poly wear of the patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported device loosening and polyethylene wear; however, polyethylene wear after 13 years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.